Event description:
It was reported that pt had implant surgery to his left hip in (B)(6) 2012. He underwent physical therapy for a few weeks and continued his exercises at home. Pt states that he was getting better; however, in (B)(6) he noticed that he was not improving in his mobility and was still experiencing pain. Pt states his pain is localized directly in the area of the hip implant. He has been taking over the counter pain medication to alleviate the pain. He called the surgeon to report the pain and was advised to come in. He was advised of the recall during this appointment. The pt had an x-ray and his surgeon stated that it did not show any abnormalities. No other tests have been ordered at this time. The doctor advised him to take two weeks off from work to reset his hip in the expectation that the pain would subside.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.